Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while plugged in to the wall adapter. Subsequently, the battery gauge was noted to be fluctuating which resulted in the pump shutting down. The pump was able to charge successfully while plugged into the customer's computer. Additionally, the customer consumed food and delivered too much insulin via bolus for the amount of food consumed. Blood glucose (bg) level was 54mg/dl. The customer drank orange juice to address bg. Recommendation was made to consult with health care provider regarding diabetes management.